Event description:
Procedure: lap chole. According to the reporter: in use when the device was roticulated, the tip of the shaft was chipped. The device would not return to original position. Used other device to continue the case. There was no additional bleeding, no tissue damage, nothing fell into the pt cavity, and operating room time was not extended by more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4).